Event description:
Customer reported being unable to test consistently due to an intermittent issue with her two adc meters, stating that she is unable to obtain a result when testing with the first test strip; however, her adc meters produce a blood glucose result after customer tests for the second time with a different test strip from the same lot. Customer noted that this issue has been going on for about a week prior to calling customer service. Customer further reported that on (B)(6) 2012 at around 9 am a series of events occurred. The customer attempted to test using her adc meter, but was unable to obtain a reading and then experienced symptoms that were described as "heavy sweating, chills, blurring of vision, lightheaded" and had a loss of consciousness. After which the customer's husband obtained a reading of 20 mg/dl on customer's adc meter. Customer denied self-treating, stating that she was "too weak" to do so. Customer's husband called the paramedics and upon arrival they treated customer with intravenous glucose. Customer was transported to a local health care facility, diagnosed with hypoglycemia and treated with intravenous glucose and unspecified "intravenous fluids with gel pack". Customer also noted having hypertension and stated that her "blood pressure was high during her stay at the health care facility". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1273310) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Please note: serial #: has meter serial number (B)(4) manufacture date. The manufacture date for meter serial number (B)(4) is october 10, 2011. Please note that a separate MDR (mfg report # 2954323-2013-00089) was submitted for the second meter (serial number (B)(4)) which was reported by the customer as having been involved in this event. It is unknown which meter the customer was using at time of the reported event and which meter may have caused or contributed to the medical event.